Event description:
It was reported that on (B)(6) 2011, the patient underwent a promus stenting procedure in the proximal left anterior descending artery. On (B)(6) 2011, the patient was hospitalized with recurrent chest pains and heartburn symptoms. Intravascular ultrasound revealed a patent stent, aneurysmal segment within the left anterior descending artery stented segment and poor stent apposition. The patient underwent balloon angioplasty in the area of the stent. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment and stent uniformity of expansion. The reported angina and aneurysm are listed in the promus instructions for use as known adverse events associated with coronary stenting. There was no device malfunction reported during the index procedure indicating the stent was successfully and properly implanted. Additional information was requested to determine what pressure the balloon was inflated to deploy the stent; however, there has been no information available. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the investigation, there is no indication of a product quality deficiency.